Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with cgm at 277 mg/dl and fingerstick at 297 mg/dl, without a recent meal to account for the elevation; the agent guided site and tubing checks, confirmed drops in tubing, and instructed a site change, after which glucose trended down to 217 mg/dl within about an hour. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.